Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support (ts) stating the unit had a touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 03may2019, date of report : 22aug2019. Repair information was confirmed. Failure investigation was performed. Although requested, patient information was not obtained. The manufacture's field service engineer (fse) performed troubleshooting. The fse replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 03may2019, date of report : 22aug2019. Failure investigation was performed. The touch screen was received for failure analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen was installed into a test ventilator in attempt to duplicate the reported issue. Further investigation revealed no failure of the touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer contacted technical support (ts) stating the unit had a touch screen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 13sep2019, date of report : 16sep2019. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.